Event description:
It was reported that the keypad buttons presses did not activate desired pump functions. The keypad buttons were reportedly unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.